Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a heart catheterization interventional procedure. Reportedly, when the plunger was pulled back no suture was present. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed a link break the swage end of the posterior cuff during the needle plunger retraction which directly resulted in a failure to retrieve the suture as reported. A link break suggested there was resistance encountered while retracting the needle plunger to retrieve the suture; however, a definite cause could not be identified during the device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Nine unused representative samples with the same lot number (20201j1) as the complaint device and 19 separate unused representative samples with lot number (20126j1) were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. A review of the lot history records revealed no non-conformances that would have contributed to the reported event.